Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) due to the device never working correctly. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. The physician suspected the system had fluid leak, however no leaks or any specific malfunction were found in any of the components upon removal. The new aus appeared to be functioning correctly an the patient was expected to fully recover.